Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump "roller was not moving" during delivery and that the pump didn't alarm. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effect due to the complaint. They stated that they did not have any additional information. (B)(4)